Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer¿s blood glucose levels had been running high for the past two days. They had changed the site 4 times but they kept on receiving no delivery alarms. The alarms were occurring during basal. They reported that the customer¿s blood glucose levels when the issues first occurred were between 200 mg/dl to 300 mg/dl and the customer was treated with manual injections. The customer also had experienced a high blood glucose level of 504 mg/dl which was treated with manual injections. The caller stated that the infusion sets when removed were not damaged. The customer¿s most current blood glucose level was 258 mg/dl. They reported that the event was resolved by changing the complete infusion and reservoir set. The infusion set will not be returned. The insulin pump will not be returned.